Event description:
On 18-aug-2025 the user reported difficulty twisting and locking the ilet connector during a cartridge supply change. The issue was resolved after troubleshooting and replacement of the connector. No adverse health effects were reported. The supply change was completed successfully, and replacement supplies were sent. The blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.